Event description:
Customer reported that the buttons on the insulin pump were not responding but after changing the battery the keypad is functioning. Customer declined to replace the insulin pump. Blood glucose value is 122 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.